Manufacturer narrative:
(B)(4). Method: the complaint iw950 infant warmer was inspected by a trained fph service technician onsite at the hospital in (B)(6). Results: during testing it was noted that the unit's power fail alarm did not function when the unit was disconnected from power. The root cause of this has previously been identified to be the failure of a capacitor on the pcb board. Conclusion: the subject infant warmer was manufactured in 2003. It is likely that the replaceable super capacitor on the pcb board has simply worn out, as the unit is 14 years old. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a mains power failure. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The reported malfunction was discovered during a maintenance check with no patient involvement. Customer was advised on how to replace super capacitor component to fix the malfunction.

Event description:
Our regional office in (B)(4) reported that while performing a service at a hospital it was found that the power failure alarm of an iw950 infant warmer was not working.